Manufacturer narrative:
Pending evaluation .

Event description:
As reported, approximately 10 years postop this patient¿s original left total shoulder was done, he was converted to a reverse shoulder due to a loose humeral stem. The stem was easily removed and a longer cemented stem was implanted. Cemented glenoid was also easily removed and converted to a reverse. It was noted that there was not significant wear on the glenoid but popped off without much pressure. No infection was found. Patient left in stable condition. No other information available.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of deterioration of the bond between the humeral stem and the bone after being implanted for over 10 years, which led to aseptic (non-infected) humeral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and x-ray images were no provided. (D4) catalog number: 300-01-15, serial number: (B)(6), expiration date: 20-apr-2021, unique identifier (UDI) #: (B)(4). (D11) concomitant device(s): 310-01-50, 1956456 - equinoxe, humeral head short, 50mm (beta). 300-10-45, 2050028 - equinoxe replicator plate 4.5mm o/s. 314-02-14, 2055998 - equinoxe glenoid, pegged beta, large. 300-20-02, 2058209 - equinox square torque define screw drive kit. (G4) PMA/510(k)number: k042021. (H4): device manufacture date: 22-apr-2011 section h11: *the following sections have corrected information: (d2b) common device name: equinoxe, humeral stem primary, press fit 15mm (d6a) if implanted: (B)(6) 2011.